Event description:
This device was an implantable cardioverter defibrillator (ICD), not a cardiac resynchronization therapy defibrillator (crt-d).

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered elective replacement indicator (eri) with a monitoring voltage of 2.66 volts and charge time measurements of 29.7 seconds. No adverse patient effects were reported. Subsequent information indicated that the device was explanted and will be returned for analysis.

Manufacturer narrative:
At this time, this device has not been returned for analysis. If additional information is received, this report will be updated.

Manufacturer narrative:
At this time, this device is undergoing analysis. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. This issue is discussed in the q2 2010 product performance report.